Event description:
Customer's wife reported that the paramedics were called in the past due to low blood glucose readings of 20 mg/dl. Customer was treated at home. It was noted that the customer may have over bolused after the no delivery alarm leading to the paramedics being called. Spouse also mentioned receiving a motor error and a no delivery alarm on the insulin pump. Motor error was reported to be occurring during bolus. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 471 mg/dl and has treated a with a manual injection. It was also noted that the customer has a kidney infection. Troubleshooting was performed and it was noted that the insulin pump was stuck in the rewind loop. No further info reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
(B)(4). Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, a33, and no delivery tests. No excessive no delivery alarm or motor error alarm noted. Unable to perform motor test due to the insulin pump being held for dva. Unit was received without the belt clip; however, unit had a broken belt clip slot at battery tube threads area, cracked, reservoir tube lip, cracked reservoir tube window, minor scratched lcd window and missing end cap sticker.